Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microfine¿+ insulin syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when I take off the needle cap, I notice on the needle, on its middle, a droplet of a translucent product and that on several syringes. I look carefully at all the syringes in the packets and I realise that when I press the plunger on the other syringes, a droplet of this product comes out of the needle. So most of the needles are filled with an indeterminate, slightly shiny product. This is annoying for an injection syringe that is supposed to be sterile. And even if it is only a few microlitres in the needles, I would like to know what it is. These syringes are unusable. I can add that the bags were properly closed, the syringes were well capped on both sides.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (2) photos of a 0.3ml 30g 8mm syringe and polybag, reporting syringe separates and plunger incorrect placement. The photos were visually examined and no evidence regarding syringe separates and plunger incorrect placement was observed. Based on the photos provided, embecta was not able to confirm the reported failure. A review of the device history record was completed for batch# 2129749. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was not able to confirm the customer-indicated failure. The root cause could not be determined because the issue could not be confirmed. H3 other text : see h10.

Event description:
It was reported while using bd microfine¿+ insulin syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when I take off the needle cap, I notice on the needle, on its middle, a droplet of a translucent product and that on several syringes. I look carefully at all the syringes in the packets and I realise that when I press the plunger on the other syringes, a droplet of this product comes out of the needle. So most of the needles are filled with an indeterminate, slightly shiny product. This is annoying for an injection syringe that is supposed to be sterile. And even if it is only a few microlitres in the needles, I would like to know what it is. These syringes are unusable. I can add that the bags were properly closed, the syringes were well capped on both sides.